Event description:
It was reported that the patient's pump was replaced in (B)(6) 2012, because it was "eroding through her skin". The patient did not know when it had started to erode, but the patient's physician was concerned "about 2 refills ago". The patient has been refilled about once every fifty days. Two refills ago the patient's physician noticed that the pump was "bulging out," and the patient stated that it had started to get uncomfortable. The drug used within the system was dilaudid. No additional information as available at the time of this submission.

Manufacturer narrative:
Product ID, 8709 lot# l57741, product type catheter. (B)(4).